Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, approximately one day after the implant procedure was performed without any complications, high out of range pacing impedance measurements were observed on this right ventricular (rv) lead. Subsequently, the physician decided to proceed with replacement procedure and a new rv lead was successfully implanted instead. No additional adverse patient effects were reported outside the revision procedure. This device has not been returned.

Event description:
It was reported that, approximately one day after the implant procedure was performed without any complications, high out of range pacing impedance measurements were observed on this right ventricular (rv) lead. Subsequently, the physician decided to proceed with repositioning procedure that was successfully completed. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.